Manufacturer narrative:
(B)(4). Date of initial report : 04/18/2016. The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the appropriate device history records indicates that this unit was released meeting all specifications as manufactured.

Event description:
The customer reported that the forcefx8c generator was in use for a procedure during which a patient burn occurred.